Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
Patient sought treatment for post tka pain and lack of rom. Knee was explored and no loosening was observed, neither was any sign of infection. Scar tissue was removed and poly insert 2mm thinner was implanted.